Manufacturer narrative:
Device received with scratched lcd display window corners noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had scuff and cannot read it. The customer¿s blood glucose level was unknown at the time of the incident. The customer declined troubleshooting. Customer reported that the insulin pump had random no delivery alerts. The insulin pump will not be returned for analysis.